Event description:
This medwatch report has been retrospectively prepared and submitted in response to a review of complaint records for the previous three years. During the procedure, the physician used a wilson-cook tracer metro wire guide. During use, the coating of the wire guide separated and buckled near the distal end. No injury to the user was reported.